Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor alert occurred. It was indicated that an alternate insertion site occurred, which is off label usage of the device data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The reported event of a replace sensor alert is reportable based on the findings of a early sensor expiration. No injury or medical intervention was reported.